Event description:
MFR received a letter of representation from an attorney. The attorney alleges that the back support tube on the attorney's client's chair failed, resulting in unspecified back injuries.